Event description:
Event description guidant received information that based on programmed parameters, this cardiac resynchronization therapy defibrillator (crt-d) exhibits premature battery depletion.